Manufacturer narrative:
As part of the post market study, the scope was sterilized and returned to the service center for evaluation. A visual inspection on the scope identified an excess amount of foreign yellowish color substance throughout the inside the instrument channel and suction channel. There was no sign of foreign substance/materials found on the external areas of the insertion tube, bending section cover, and distal end. As a result of the destructive testing, the scope was received without the distal end cover and the elevator forceps raiser, therefore, a leak test could not be performed. A review of instrument history records indicate the loaner scope was last repaired on may 26, 2018. The cause of the reported positive culture could not be determined at this time as the investigation is on-going. If additional information becomes available, this repot will be supplemented accordingly.

Manufacturer narrative:
Olympus field personnel was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample from the subject scope. The following deviation was noted during the audit. Olympus personnel instructed the appropriate technique to the sampling staff. Someone entered or left the sampling room. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the postmarket surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Although no reprocessing procedure deviations were observed, based on the investigations, insufficient reprocessing due to improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
The endoscopy support specialist (ess) visited the user facility to observe the reprocessing practice of the technician who reprocessed the scope and to provide a reprocessing in-service training. The ess observed the cleaning of the tjf 160vf by the reprocessing technicians and indicated there was no deviations noted. The subject scope was sent for destructive sampling at an external laboratory. The summary of the report is the following: the destructive sampling didn't identify any high concern organisms. After the disassembling, the following was observed. Deterioration and bleaching of the glue of the distal bending section. A surplus of glue was noted around the distal end nozzle, the light guide lens and the objective lens. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for enterobacter sp after reprocessing. There were no associated patient infections reported.